Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion at l3-4 using rhbmp-2/acs mixed with opteform thermoplastic allograft and placing the mixture inside a g-lif cage. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: anterior radical discectomy l3-4, with anterior lumbar interbody fusion facilitated with placement cage packed with opteform thermoplastic allograft polymer, supercharged with extra small bmp followed by posterior pedicle screw instrumentations with intraoperative fluoroscopic supervision, utilization, interpretation by the surgeon. Preoperative diagnosis: adjacent level degeneration l3-4 status post lumbar laminectomy. Per-op notes: ¿initially, a 50x10mm height cage was chosen. This was packed with opteform thermoplastic allograft polymers supercharged with extra small bmp. As the cage was impacted into place, it somehow despite visualization in multiple planes, dislodged the anterior tang driving this device out anteriorly.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.